Event description:
Upon aortic cannulation, the aortic cannula broke right above the purse string. The pt bled out rapidly causing low blood pressure. The surgeon was able to do a venous cannulation of the right atrium and volume was infused via a venous cannula. Two units of rbc's were given through the cardiopulmonary bypass (cpb) circuit. The pt's blood pressure increased to an acceptable level. A new aortic cannula was inserted. The pt went on cbp and the case continued in normal fashion.